Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would not boot up when connected to alternate current (ac) power and generated an inoperative diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.